Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was from the consumer reported that no steps were taken to resolve the charging too frequently issue and the issue was not resolved. The patient stated that ¿the ins want cover the removal of it¿ so they were having this looked into.

Event description:
A patient reported they were charging too frequently. He used to be able to go 12 days or so and now he had to charge the implantable neurostimulator (ins) every 1.5 to 3 days. The patient had recently increased the parameters. The patient had no previous overdischarge events. The patient stated he had made some increases to his therapy but it was nothing out of the ordinary. He had 3 settings and 9 times out of 10 he used the leg only setting. The patient stated he uses his stimulation 24/7. The patient did report that he had a fall about a week ago. He had not had his ins checked since the fall. The patient stated he did charge the device up afterwards and it worked fine. The patient was redirected to his healthcare provider. The indication for implant was spinal pain.